Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error source: phone.

Event description:
Customer reporting a discordant flu b result. Customer states the result were conflicting (both positive and negative) when the same cassette was read on different instruments. Through interview it was found the customer was not running the test per the product insert specifications (customer procedural error).